Event description:
It was reported that during a case, high impedance was observed on both the explanted and newly implanted generators. Multiple tests were performed, the nerve was irrigated and the lead pin was removed and then reinserted, but this did not resolve the high impedance. The surgeon then decided he wanted to perform a CT scan. The new generator was left implanted and there are plans to perform a full revision in the future. No known additional surgical intervention has occurred to date. No other relevant information has been received to date.